Event description:
It was reported that during a laparoscopic chole procedure, the surgeon used the ligamax, but the clips didn`t close fully after firing, the not fully closed clips where lying in the abdominal cavity and the surgeon had to search the clips with a mobile x-ray. This prolonged the surgery 60 minutes. They found the clips and could extract them. They succeeded with same like product and there are no negative consequences for the patient. (B)(6).

Event description:
It was reported that the zimmer air dermatome was shredding the skin. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Jaw or cam interface is disengaged a clip partially formed inside a sample bag was received. The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clip. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and no anomalies were found during the manufacturing process.